Manufacturer narrative:
Based on the device evaluation results, the side rail detachment and also other bed frame damages (the extension frame locking bolt was missing, e410 error code was displaced on the side rail control panel, the side rai controls were unplugged from the control box) were caused by the collision of the side rail panel with the width extension frame. In the analysed case, the width extensions in the foot end section of the bed were extended, the width extensions in the seat section of the bed were not extended.the citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage.according to citadel plus instruction for use (IFU, 831.374 rev. I): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿IFU also includes information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted.the bed frame was damaged, therefore the arjo device did not meet specification. No patient was involved when the bed malfunction was detected. The complaint was assessed as reportable due to the detachment of the side rail. No injury occurred.

Event description:
A citadel plus inspection conducted by an arjo representative revealed a detached side rail. The side rail pivot pin that is part of the side rail assembly was disconnected causing the detachment of the side rail arms. No patient was involved at that time. No injury occurred.